Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), product type catheter; product ID 8840c serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that, following the replacement of the pump, the new pump experienced a memory error. Two memory errors had occurred, both during updating the pump, when it was halfway through telemetry. Following the first error, the programmer was shut off and moved away, but it still showed incomplete telemetry and a memory error on the second attempt. It was also stated that the pump had been stopped due to incomplete telemetry. It was stated that there was no known interference with the device. It was reported that the pump was successfully updated on the third attempt, but the healthcare professional had to re-enter the catheter and dosing information again. At the time of report, the patient was still intubated in the operating room, though they were going to extubate and start waking her up. It was noted that a priming bolus was still going to be programmed at that time. The device system would deliver gablofen. Five days later, it was reported that no troubleshooting was done other than exiting out of the pump programming, pressing the red therapy stop button, and re-interrogating the pump. Following that, the information was re-entered and the pump was updated. In response to the status of the patient and her receiving effective therapy, the reporter had not heard otherwise.